Event description:
Title: oropharyngeal stenosis after intracapsular tonsillectomy and adenoidectomy with literature review. The aim of this study is to present a case of a 4-year-old boy was referred for recurrent symptoms of sleep-disordered breathing 2 months after intracapsular tonsillectomy and adenoidectomy, including observed apneas and snoring. 3-0 vicryl (eth) was used to repositioned and sutured anteriorly to the palatoglossal arch and sutured to covered the wound bed and prevent restenosis. Reported complication: 3-0 vicryl (eth), recurrence of stenosis, treatment: revision surgery was planned with a full-thickness perforated skin graft from the groin. In conclusion, oropharyngeal stenosis is a rare complication of oro pharyngeal surgery, most commonly reported after tongue base procedures, especially in combination with tonsillectomy.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: laryngoscope. 2025 jul;135(7):2595-2598. Https://doi.org/10.1002/lary.32056. Epub 2025 feb 14. Pmid: 39950353.